Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have received 36 closed samples to analyze the case. Sterility test has been performed to 10 of the units. 10 replicates were introduced into bottles with tryptic soy broth (tsb) medium in sterile conditions. The bottles were incubated for 7 days at 20 ºc - 25 ºc and another 7 days at 30 ºc - 35 ºc to verify their sterility. All tested replicates fulfil the sterility test after 14 days of incubation in tsb medium, as all bottles remained absent of turbidity (absence of bacterial growth). The analyzed samples fulfil the specifications for the sterility test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported an adverse reaction: perichondritis after otoplastic operation. Products cause inflammation at the seam site, such as perichondritis. The place of the seams festers. Treatment of the place of suppuration. Tissue sutured: pinna. No more information has been provided.